Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). The pump was returned and the reported complaint was not confirmed. The volumetric accuracy was tested three times at 17mls in 6 hours (2.84ml/hr) and the pump tested in specification. In a follow up with the reporter, she stated that the date of the event "probably occurred last friday", 01/22/2016. The pump's operational log was reviewed for 01/22/2016, and there were no indication that the pump over infused or a pump malfunction had occured. The pump operated as intended and the reported failure could not be reproduced. Based on the results of this investigation, no conclusions can be made regarding the cause of the event. If additional pertinent information becomes available, a follow up report will be submitted.

Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun medical internal report (B)(4). In a follow up with the reporter, the reporter stated that "the baby is ok". The actual device has not been received yet and the investigation is on going at this time. A follow up report will be submitted when the results of the investigation become available.

Event description:
As reported by the user facility: baby was prescribed immunoglobin 17 mls in 6 hours. The diagnosis was sepsis. But the whole infusion was given to the baby by the space perfusor syringe infusion pump in only one hour. The chief neonatologist of ped's in (B)(6) took care of the baby during the emergency. The baby was immediately "administered" lasix 20 mg's.